Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced.

Manufacturer narrative:
Correction: h6: 2388 - inadequate pain relief instead of 2388 - inadequate pain relief and 1924 - failure of implant. 2017 - improper or incorrect procedure or method instead of 3190- insufficient information. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.